Event description:
Medtronic literature review found a report of onyx extravasation in association with onyx embolization. The purpose of this article was to describe a patient presenting with subdural hematoma due to a middle meningeal arteriovenous fistula (avf) without cortical venous reflux (cvr). The authors reviewed 1 case of a patient treated for arteriovenous fistula using onyx embolization. Because the patient presented no neurological symptoms, hematoma removal was not performed. The patient was a 17-year-old male. The article states onyx 18 migrated during injection. The following intra- or post-procedural outcomes were noted: during the injection, onyx migrated to the extravascular space following its penetration into the serpentine meningeal vein, suggesting the meningeal vein was a bleeding source of the subdural hematoma. The patient was free from symptoms of recurrence up to the 2-year follow-up examination.

Manufacturer narrative:
G2: citation: authors: yabuki m, akamatsu y, kashimura h, kubo y, ogasawara k. Spontaneous middle meningeal arteriovenous fistula without cortical venous reflux presenting with acute subdural hematoma: illustrative case. Journal of neurosurgery case lessons. 6(6). 2023. Doi:10.3171/case23306. Earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.